Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed .

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Operative notes (B)(6) 2021 indicate the patient received a left total knee surgical irrigation and debridement with wound closure due to wound dehiscence and continued infection. Upon entering the wound, necrotic tissue was excised, and a thorough irrigation was done. No implants were revised. The surgery was completed without indication of complication by the surgeon.